Manufacturer narrative:
Date of event is estimated. The device was manufactured before the UDI implementation. Approximate age of device- 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient was admitted due to driveline infection and was on suppressive doxycycline for a coagulase negative staph infection. The initial wound positive culture was (B)(6) 2011. The patient was on 2 week of bacterium course. No additional information was provided.